Manufacturer narrative:
Death is not listed in the instructions for use. Rupture is listed in the instructions for use. No product was returned to assist in this investigation. Balloon and fatigue design verification testing of balloon shows device is capable of meeting design input requirements. Per specifications, balloons are 100% inspected for wall thickness and visual defects. Each lot is shipped with at least 5 piece burst testing data. Balloons are inspected in quality control for damage and proper inflation. Maximum inflation volume is documented on label and IFU. IFU warns to adhere to balloon inflation parameters and always monitor balloon inflation under fluoroscopic control. IFU warns "when used to expand a vascular prosthesis, the balloon radiopaque marker should remain within the prosthesis." Each coda balloon is shipped with an IFU listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. This statement "the balloon seemed to be positioned a bit above a graft part and inflated over a stent part" in the event description indicates that the IFU warning was not followed. IFU warning states "when used to expand a vascular prosthesis, the balloon radiopaque markers should remain with the prosthesis. The complaint statement that "the patient's anatomical form was not suitable for the endovascular repair" may apply more to the graft than the balloon but most likely a contributing factor for the rupture. This complaint is the result of patient condition. We will continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male patient underwent aaa repair with left femoral artery approach on (B)(6) 2011. The patient's anatomical form was not suitable for the endovascular repair; with 87 degrees relative to the long axis of the aneurysm. The stent graft placement was chosen due to old age. The physician referred to trouble shooting. About 12:00: when ballooning after stent graft placement was performed, the balloon seemed to be positioned a bit above a graft part and inflated over a stent part, and the supra renal stent made a movement as being widely spread. About 12:15: final confirmatory angiography confirmed that the supra renal stent ruptured a vessel and stuck out, and bleeding into retroperitoneum. (Increased pulse rate and blood pressure fell were also detected. Blood transfusion started.) About 13:00: the procedure was switched to abdominal surgery, and pump-oxygenator was started to use because blood transfusion could not catch up. About 13:20: blood transmission tube was inserted directly into cardiac apex, but the patient's heart did not recover. On 13:30: pulse did not recover, and the patient died. Updated information reported on (B)(4) 2011. The cause of death was stated as "hemorrhagic shock."